Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12.5/1.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was implanted upside down and intraoperatively the lens was removed with no patient injury. On (B)(6) 2021 a replacement lens of the same model/length was implanted and the problem was resolved. The cause of the event was reported as unknown.